Event description:
We received an allegation about discrepant results for 1 patient's sample tested with troponin I stat (tnistat) on a cobas 6000 e601 module. All the below results were from the same sample and the same sample tube. On (B)(6)2023: initial result: 2.80 ug/l at 8:00 p.m. On (B)(6)2023: 1st repeat result: 2.58 ug/l at 8:27 p.m. 2nd repeat result: 1.84 ug/l at 11:52 p.m. As a confirmation, an ECG test and a clinical test were performed. The ECG was normal and no myocardial infarction clinical symptoms were shown. On (B)(6)2023 the same sample was tested for tnthsst on a cobas e 411 analyzer and the results were normal. Result: 3.86 pg/ml at 10:26 p.m. Repeat result: 3.96 pg/ml at 10:38 p.m.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). Investigation is ongoing.

Manufacturer narrative:
Qc was performed and it was within range at time of event. The sample was requested for investigation but was not provided. As all three tnistat measurements were from the same tube and the same bleeding showing different results but did not fit to the tnthsst, a possible interfering factor cannot be excluded. As no data was available for a second bleeding, it could not be clarified if the tnthsst result was a single wrong result or if there was a general difference between troponin I and troponin t hs. The investigation did not identify a product problem. The cause of the event could not be determined.